Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range pace impedance measurements. The implantable cardioverter defibrillator (ICD) was also replaced due to a therapy upgrade. This ra lead has not been received for investigation. No additional adverse patient effects were reported.